Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred frequently between on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026 around 9:00am, the parent was trying to make the patient some breakfast, however the patient did not have an appetite and had started feeling sick and weak. The cgm device was displaying signal loss, and when the parent took a fingerstick, the blood glucose reading was 400 mg/dl. The parent observed the patient, but at around 10:00 am the patient started vomiting and the parent took the patient to the hospital. At the hospital they performed several medical examinations, but the parent was unable to provide more information about the medical exams, and the readings. It was confirmed the patient had hyperglycemia and high ketones (unable to provide the readings). The patient was treated with 2 bags of intravenous fluids, and the pump was changed to be used for insulin. The patient was discharged the next day at around 10:00 ¿ 11:00 am. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.